Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Skin. It was mentioned:" sutures not slipping" do you mean its a surface suture related issue or did the suture separate from the needle during the intra op event? Yes, the problems occurred in both cases. Lot number? Uninformed. Procedure date? Uninformed. Events reported in 2210968-2021-10260 and 2210968-2021-10258.

Event description:
Mononylon 2-0 1215t sutures not slipping and breaking easily. Said it happened in several cases. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: did not mention, action taken when event occurred? Other sutures were used increasing consumption, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.